Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited multiple high out-of-range shock impedance measurements reaching up to 136 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. It was noted that the device had approximately 11 months remaining, and ts recommended evaluating the rv lead at that time. This ICD system remains in service. No adverse patient effects were reported.